Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for they were unable to focus due to the lens being completely blacked out. A visual inspection was performed and showed the scope to have distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported they were unable to focus due to the lens being completely blacked out and bent.